Manufacturer narrative:
Additional information:d10, h6, h10. Device evaluation: one smiths medical cadd administration set was returned for analysis. Leak testing was performed on the sample using hydrostat vessel to look for unusual functions, and no discrepancies were detected, tests were successfully tested. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking from the filter. No patient was present at the time of the event. There were no reported adverse events.